Event description:
Event description guidant received information that following the implant of this implantable transvenous atrial lead, the impedances measured greater than 3000 ohms, with an inability to pace and sense. A chest x-ray was taken and the lead had dislodged slightly.